Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported during cleaning it was discovered that tip of driver was broken.

Manufacturer narrative:
The device history records for the device were reviewed and identified no deviations or anomalies. Hardness and dimension taken are both within spec as documented on print. This item is fractured near the start of the slot on the hex end. This device is used for treatment. Initial product history search conducted revealed no additional complaints against the related part and lot combination. The instrument had a potential field age of around 6 years with unknown usage history at the time of the reported incident. The root cause cannot be determined with the information provided.